Event description:
The manufacturer received information alleging a ventilator's pressure was increasing there was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's pressure was increasing there was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's machine flow sensor was replaced due to water ingress.